Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a deformed catheter was confirmed. The product returned for evaluation was one 3fr s/l provena powermidline catheter. Usage residues were observed throughout the sample. Curved shape memory was observed along the catheter shaft. A permanent kink impression was observed 5.3cm distal of the molded joint. Microscopic inspection of the sample confirmed the initially observed kink impression and revealed additional less severe kink impressions between the 2cm and 5cm depth markings. The catheter wall thickness was measured at multiple points using a digital microscope and found to be within manufacturing specifications. The permanent kink impressions were consistent with sharp bending of the catheter shaft. The locations of the kinks suggested that catheter insertion, maintenance and securement techniques likely contributed. A lot history review (lhr) of reds1306 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that provena midline catheter was removed in less than 3 days after insertion due to malfunctioning. Upon removal, the catheter was curved which confirmed line function issue based on the patients arm position. On (B)(6) 2020 the returned catheter was kinked.